Event description:
Manufacturer ref#:(B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the main back-plane pcb was defective and in need of replacement. Replacement of the defective part solved the issue. No log files have been provided. The main back-plane is the interconnection board for pc boards and components. The main back-plane is also connected to the inspiratory channel via the inspiratory channel extension for communication with components in the inspiratory section. The replaced part have not been returned. According to the received information, the cause of the issue has been determined and was related to the defective part due to contamination. There is no information about how the liquid came in.

Event description:
Liquid on printed circuit board was discovered during the inspection of the ventilator. There was no patient harm. Manufacturer's ref. #: (B)(4).